Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
He consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test. She performed an unknown test with her doctor and still got a positive result. The patient was asymptomatic. No additional patient information, including treatment and outcome, was provided." .

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178321 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 178321, test base part number 195-430h/ lot 175377. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178321 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.